Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. The pump delivery history matched the basal setting for the day the pt was hospitalized. There is no evidence that the pump's insulin delivery was inaccurate. The pt did not have a battery in order to power the pump and no further pump troubleshooting was conducted. No conclusions can be made at this time.

Event description:
The nurse practitioner reported that the pt was in a coma due to hypoglycemia. She wanted to know how to check the pump for any defects. The pt's family members reported to the nurse that she had some other hypoglycemic events leading up to the coma. The pt was admitted to the ICU of the hospital. When she was transported by the emt she was given dextrose IV and glucagon en route to the hospital. The pt does not recall whether she primed the pump while the infusion set was attached to her body or whether she took injections via a syringe. She did not remember any contributing cause for her low blood glucose levels.